Manufacturer narrative:
The controller was returned to the manufacturer for evaluation. Analysis of the device revealed that the device failed to meet specifications since it had a broken pin on power source 1 connector port. The most likely root cause of the failure is the patient forced the connection without aligning the cable to the power port which likely contributed to the event. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller and fully charged power sources available at all times. When pushing the connector onto the controller the white arrow will shift slightly. Correct locking position - white arrow aligned with white dot on controller. Do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by medical personnel that the controller was not recognizing the power source.